Manufacturer narrative:
The product investigation was completed. Device evaluation details: the varipulse device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection and contraction test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A deflection and contraction test was performed, and the device was deflecting and contracting within specifications. No deflection or contraction issues were observed. A dimensional test was performed and all device outer diameters were found within specifications. A manufacturing record evaluation was performed for the finished device lot number 31611162l and no internal action was found during the review. The entrapment issue reported by the customer could not be confirmed during the product investigation, no deformation was observed on the catheter; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever rotation. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a 8.5 fr varipulse catheter and while doing extra ablation on rspv (right superior pulmonary vein) physician felt catheter get stuck around something. The physician felt the varipulse was stuck around the ice (intracardiac echocardiography) catheter which was in the la (left atrium), too. The ice catheter was removed but the varipulse was still stuck. While trying to free the varipulse catheter, the physician realized that they have lost the transeptal and the varipulse was just actually pushed against the septum from the right atrium. The catheter was removed from the body and transeptal was achieved again. When the catheter was reinserted it visualized laterally to the vizigo sheath instead of the usual co-axial view. Physician felt that the high force while being stuck at the septum might have deformed the varipulse catheter. After doing a final ablation, the catheter was removed and it seemed a bit deformed. There were no carto errors. There was a 10 minute delay. The case was completed successfully. No patient consequences were reported.